Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that there was a temperature issue. There was no alleged damage to the pump. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission 08/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: a review of the pump¿s black box revealed evidence of a voltage drop. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. The battery compartment was found to be intact. The current draws were within specification. There was no evidence of excessive pump temperature duplicated during investigation. The pump case was removed and the pump was disassembled and there was no evidence of moisture or loose components inside the pump.